Event description:
During an iliac aneurysm repair treatment procedure the wallgraft leaked. The wallgraft had been deployed at the aneurysm site. It was then noted that there was a persistent leak present on the proximal portion of the wallgraft. The physician felt that the leak would seal itself after a few hours. An angiogram performed 24 hours post implant revealed the leak was still present and in fact, worsening. The pt was taken to surgery for explantation of the wallgraft. A gortex graft was used to successfully repair the aneurysm. It is noted that secondary to cardiac problems, the pt expired four days later.